Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. Pressure eye bandage and suture lysis was required following the procedure. Additional information was requested.

Manufacturer narrative:
Customer reported that the device touched to the iris after the surgery and the device has remained in the patient eye. No sample was returned, therefore, the condition of the product could not be verified and the visual inspection could not be performed. The sample was not returned as it has remained in the patient eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been total of three complaints for the lot - all three complaints for iris touch events. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the device has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).